Event description:
It was reported that this pacemaker device exhibited myopotential noise and oversensing. The right atrial (ra) lead thresholds were elevated, measuring at 2v. Upon review, the right atrial automatic threshold (raat) test electrogram (egm) showed myopotential noise on evoked response channel and no noise was noted on the right atrial (ra) channel. Furthermore, evoked response also showed positive signal during ap resulting in raat algorithm declaring loss of capture (loc). The ra lead trend showed stable threshold values and stable impedance measurements however intrinsic amplitude measurements showed variability. Ts recommended to consider performing in-clinic testing and programming options. This device remains in service. No adverse patient effects were reported.